Event description:
Patient developed a lump on the right side of the nasolabial fold and a lump on her left cheek about a month after receiving injection. Patient's cheek area was injected with hyaluronidase and patient was prescribed omnicef 300mg twice a day along with a medrol dose pack.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.